Event description:
A doctor reported to baxter japan that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). During the evaluation of the returned sample the alleged issue was not duplicated, and no manufacturing abnormalities were identified. This complaint for connection issue was not confirmed, and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.